Manufacturer narrative:
The t;slim x2 pump user guide instructs the customer to "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer did not check supplies for any issues or address the occlusion alarm. Customer's blood glucose was 340 mg/dl and customer was subsequently hospitalized with lactic acidosis from dehydration. Insulin injections were administered as treatment. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.